Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the forceps passage of the device was found to have a channel leaking. The c-body was detached from the bending section and one broken element was found during image check. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required specifications.

Event description:
It was reported that during reprocessing, the device was observed to have hole inside the transducer lumen. According to the reporter, prior to the reprocessing where the hole was discovered, the device malfunctioned during a case. The said malfunction occurred at the end of the procedure. The type of malfunction was not provided including the type of procedure being performed. The intended procedure according to the reporter was completed with no impact or harm or the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event cannot be conclusively determined. Based on the device evaluation findings, the loss of the apical part of the unit has been confirmed and likely, an external force may have been applied to the apical part. As a result of the external force applied to the distal end part, the tip part could not tolerate the load, broke and was dislodged. The reported phenomenon likely attributed to mishandling of the device. Olympus will continue to monitor complaints for this device.